Manufacturer narrative:
Device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg had damage to header material, the antenna silicon, and the back case but functional testing found no anomalies. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with his ipg on (B) (6) 2007. It was reported that he lost (B) (6) pounds and the ipg location became very superficial. The patient's charging system would no longer locate the ipg but the programmer could. The physician explanted and replaced the patient's ipg with the same model on (B) (6) 2008. Follow up on the patient found that he is now doing well.